Event description:
Male underwent aquablation procedure. Patient was brought back to the operation room and received bladder neck cauterization approximately one hour after the procedure due to the redness of the catheter. The catheter was removed two days after the procedure before the patient was discharged back home. No further sequalae was reported.

Manufacturer narrative:
A review of the log file was conducted, which confirmed that there were no malfunctions related to the reported event. The review indicated that the system functioned as designed. The lot number for the aquabeam system used during the event was not provided. A review of the device history record (DHR) was conducted for all three (3) aquabeam systems sold to the distributor, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that all three (3) systems met specifications when released for distribution. A review of similar complaints was conducted, which found five (5) other similar events reported. The aquabeam system instructions for use (IFU), ifu320301, lists "bleeding" as a potential perioperative risk of the aquablation procedure. A root cause for the reported event could not be determined. Bleeding is an anticipated perioperative risk of the aquablation procedure. Based on review of the log file, DHR and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.